Event description:
It was reported that during use on a patient, the battery on the cardiosave intra-aortic balloon pump (iabp) was not being recognized by the unit. There was no charge status. The battery became very warm. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The battery was removed from the device and replaced with a spare battery. The functionality restored according to the user's statement. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.